Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice set. Family member reports hp was able to reprime line and complete treatment with assistance from baxter tech. No pt injury or medical intervention required per family member.